Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the fluoro function pcb and checked +5vps, measured +5.01 vdc. The system functions as intended.

Event description:
It was reported that the collimator on the 9800 system was closing on its own during a case. The system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.